Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis was manifested by nausea and vomiting. Treatment information was not reported. The patient was eventually discharged from the hospital. It was unknown if the patient had recovered from the peritonitis. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots h13f05068 and h13k26065. There were no issues detected during the manufacturing processes of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for potentially associated lot numbers h13f05068 and h13k26065. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted.